Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf400f vena cava filter allegedly experienced migration, malposition, and patient-device interaction problem. This information was received from various sources. Each of the reported malfunctions involved a patient with no known impact to the patient. Two patients ages were reported ranging from 58 to 61 years. One patient was reported as male and another patient was reported as female. The weight of both patients were not provided.

Manufacturer narrative:
H10: for one malfunction product catalog number updated to rf400j. Of the two devices, one lot number was provided, and lot history review was performed. The devices were not returned for evaluation. Medical records for two malfunctions were provided for review. The investigation for one malfunction is confirmed for the filter tilt, perforation of the ivc wall; however, the investigation is inconclusive for the migration. For another malfunction, 3009 - positioning issue code was added additionally and the investigation is confirmed for filter migration, filter positioning issue and the perforation of the inferior vena cava; however, the investigation is inconclusive for filter tilt. Based on the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: g4, d4 (corporate lot no: gfsl2876) h11: b5, g1 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
For the reported information, the devices were not returned to bd for evaluation. However, medical records for two of the malfunctions were provided for review. The investigation for one malfunction is confirmed for the filter tilt, perforation of the ivc wall; however, the investigation is inconclusive for the migration. The investigation for the other malfunction is inconclusive for filter perforation, migration and filter tilt as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two (2) malfunctions. A review of the reported information indicated that model rf400f vena cava filter allegedly experienced migration, malposition, and patient-device interaction problem. This information was received from various sources. Each of the reported malfunctions involved a patient with no known impact to the patient. Of the reported malfunctions, one patient was a (B)(6) year old female whose weight was not provided. The other patient's age, weight, and gender was not provided.